Event description:
It was reported that the 9900 system locked up and would not x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and re-greased during the service call.